Event description:
The pt returned his infusion device to the MFR. The pt was contacted to see why he sent in his infusion device. The pt stated that he returned his device because the cartridge cracked inside the cartridge compartment causing insulin ingress. He stated that he tried to power up the device, but after the insulin ingress, the screen of the device was blank. He stated, "he thinks the infusion device had a short and fried out". The pt has a back up device. The pt is being sent a replacement device. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was returned for evaluation.